Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the starclose se sheath did not split properly and the system became stuck before the clip was released. The safety release and access ports were used; however, they were unsuccessful and the starclose se device remained in tissue. The device was removed with the vessel locator wings open. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported sheath split issue was confirmed. The reported mechanical jam with the safety release mechanism, vessel locator wings and difficulty removing the device with the access ports could not be replicated in a testing environment as they occurred during the procedure. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation "no" to "yes". H3: device evaluated by manufacturer from "no" to "yes". H6: type of investigation code 4115 removed, investigation findings code 3221 and investigation conclusions 4325 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that the sheath of the starclose se did not split completey and the clip was never deployed. There was no tissue damage reported. No additional information was provided.